Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user accidentally announced the same meal twice, after which the device issued low and urgent low glucose alerts and the user experienced hypoglycemia. Symptoms included low blood glucose with a nadir of 42 mg/dl without loss of consciousness or other acute effects. Outcomes included self-treatment with oral carbohydrates, including orange juice, and subsequent stabilization of blood glucose to 140 mg/dl without medical intervention or assistance. Investigation included user interview and case review with troubleshooting and education on meal announcement use. Investigation of this case revealed user error related to accidental duplicate meal announcement with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.